Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer indicated that the cartridge and the infusion set had been in use for four days when the alarm occurred. No troubleshooting could be done as the customer had changed out the cartridge, infusion set, and site. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. In addition, the user guide states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.